Manufacturer narrative:
The authorization for return and examination of medical device form was signed and received on (B)(6) 2019. Original device side reported was incorrect; this medwatch report has been updated to be the right-sided implant. Reason for device explant and/or reoperation: capsular contracture baker grade 4, rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-aug-2019, mentor received updated information that the patient has symptoms of capsular contracture (baker grade unknown), including pain and distortion. On (B)(6) 2019, mentor received information for the scheduled explantation date of (B)(6) 2019. On 10-sep-2019, mentor received the suspect medical device. On (B)(6) 2019, mentor received information for original implantation date of (B)(6) 2012, and the replacement devices for the explantation date of 26-aug-2019 are 250cc mentor memorygel breast implant, catalog # 3502501bc; left serial # (B)(4) and right serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-sep-2019, mentor received additional information that the bilateral capsular contracture is baker grade 4, and that the original reported product locations were incorrect. The product location associated with this medwatch report has been updated to side b. On 25-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture symptomatic and capsular contracture associated with breast implant.¿ during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information provided, the patient experienced a rupture symptomatic and capsular contracture associated with breast implant. During evaluation of the device it was observed to be ruptured. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 400 cc mentor memorygel breast implant and experienced postoperative bilateral rupture. Rupture was diagnosed by a physician through physical examination, and confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.